Event description:
We were preparing a onq laid ropivacaine infusion device for a patient after surgery and after starting to fill it, we noticed it was leaking at a connection in the tubing after the filter. It was noticed quickly so another pump was obtained and prepared for the patient.